Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was received for evaluation. Visual inspection found a bubbled dso seal. A review of the event history log revealed 'high alarm displayed: upstream occlusion', and 'alarm: upstream occlusion cleared'. Functional testing was unable to duplicate the reported problem; however, it was confirmed in the ehl. It was determined that the defective uso was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a constant upstream occlusion alarm. There was no patient involvement and no patient harm/adverse events reported.